Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of 600 mg/dl. Customer reported that the high blood glucose event took place after customer left hospital. Customer reported that they had to be hospitalized again due to high blood glucose. It is unknown whether automode feature was in use at the time of the event. Customer was unable to troubleshoot for insulin flow block. Insulin pump will be returned for analysis.

Event description:
Correction: the customer was hospitalized due to high blood glucose and was released from the hospital on thursday (B)(6) 2021. The customer reported that the insulin pump was not delivering bolus. The customer again experienced high blood glucose of 600 mg/dl and was hospitalized on friday (B)(6) 2021 until monday (B)(6) 2021. The customer was not using the auto mode feature as the customer mentioned of not using the sensor for months. The customer stopped using the insulin pump due to insulin flow block issue. The customer was not able to troubleshoot for no delivery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. We have corrected the narrative to reflect that the customer was not using the auto mode feature and clarified term of event.